Manufacturer narrative:
(B)(4): the customer reported a 12 lead ECG failure. There was no negative patient impact. The device was sent to the philips bench for evaluation. The reported symptom could not be reproduced with the customer's lead sets and trunk cables. Wear and contamination was noted on the ECG connector. During visual inspection it was also noted that the ECG output connector. Per the discretion of the bench technician the ECG connector and processor pca were replaced. The device then passed all testing and was returned to the customer site. We are unable to determine the cause of the reported symptom as the issue could not be reproduced and multiple parts were replaced.

Event description:
The customer reported a 12 lead ECG failure. There was no negative patient impact.